Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision system (vs) had issues with mono and bipolar energy cords being recognized. Site had to power cycle iesu before energy will work. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm issue on the erbe generator as well as noting multiple m-02 errors in the erbe logs. Fse replaced erbe generator) per isi procedure with no issues to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported failure of not recognizing energy cords with m-02 errors was confirmed and reproduced on the erbe connected to system. A review of remotefe showed error 25913 m-02 on 8-may-2025 and 12-may-2025.visual inspection revealed scratches on top left side of bezel. Erbe unit was placed on a known working system and was run in normal mode. As a result of these findings the unit will be returned to OEM for additional failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This issue was resolved by replacing the erbe generator.